Manufacturer narrative:
At the philips authorized repair facility results of functional testing indicate that the device was able to produce sound, but the malfunction error message would intermittently appear. The bench repair technician replaced the loudspeaker to resolve the issue. The device was operational after repairs were completed and was returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The biomed reported constant speaker malfunction error message and no sound is coming from the monitor. It was stated they could not hear baby's alarm. No adverse event or patient harm was reported. The device was evaluated, and it was identified the unit was able to produce sound, but the malfunction error message would intermittently appear. The speaker was replaced.